Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have an instrument tube adapter broken. The broken piece was not returned, measuring roughly 0.060" x 0.069" in size. The instrument passed electrical continuity test. The complaint was confirmed by failure analysis.